Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer has had a few sets that stopped delivering. The customer removed the sets, found the cannula was bent and one set after came off 12 hours after insertion. Customer stated that there's been two incidents where blood glucose did not deliver during lunch but once he got home and bolus for dinner and was successful. The customer was offered to transfer to helpline but declined.